Event description:
It was reported that the pump console experienced "screen failure and loss of power." The console could be re-started and pumping continued. After the pt was stable, the pump was exchanged. There were no reported pt complications.